Event description:
Technician alleged that the right siderail would not latch. No patient impact.

Manufacturer narrative:
The technician found the siderail was missing hardware. The bushing on the latch was missing which caused it not to latch. The technician replaced all missing the bushing, ratchet rivet and screw on the right siderail to resolve the issue.